Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found. High thresholds were noted in the save to disk.

Event description:
It was reported that the patient experienced diaphragmatic stimulation after the atrial lead dislodged from the previous position and pulled back up into the superior vena cava and right atrial junction. There were also high/unstable thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.